Event description:
It was reported that a mini gemini basket was used during a ureteroscopy procedure. During the procedure, the basket was put into the patient; however, the wire basket would not open, and the pull wire broke. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Device code a0401 captures the reportable event of pull wire break.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: device code a0401 captures the reportable event of pull wire break.

Event description:
It was reported that a mini gemini basket was used during a ureteroscopy procedure. During the procedure, the basket was put into the patient; however, the wire basket would not open and the pull wire broke. The procedure was completed with another of the same device with no patient complications.